Manufacturer narrative:
Ge service representative performed an onsite investigation. The tube was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed a low ma error message. The case was completed with another system. No pt injury was reported.